Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the caller through the process, successfully resolving the error, allowing the customer to start their sensor session.